Manufacturer narrative:
Image analysis: one image was provided for evaluation skin irritation can be observed on the patient leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure using the closure system venaseal, skin irritation or a skin burn was noted near the access point after the procedure was completed. The irritation was treated symptomatically with medication, and no pain during active treatment or other symptoms were reported. The irritation resolved 4 days later, and no additional treatment was required. There was no patient involved.